Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the device was difficult to advance through the annulus, and a presumed aortic rupture occurred, leading to hypotension and patient death. The delivery catheter system (dcs) capsule was purposefully designed to be more rigid than the predicate device, as this allows for the device to be inserted without the use of an external introducer sheath, and for the valve to be recaptured and repositioned, potentially reducing the number of coronary occlusions and other adverse patient effects related to a malpositioned device. However, the rigidity of the capsule may impact maneuverability in some patient anatomies. In this case, it was reported that the patient had severely tortuous anatomy, which may have led to the advancement difficulties. The root cause of the presumed aortic rupture is therefore likely related to the difficulty of maneuvering the capsule of enveor dcs, the reported tortuous patient anatomy, which may have required the physician to manipulate or to apply extra force to the dcs and lead to patient injury.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. The patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve through a tortuous anatomy, the device was advanced over the transverse arch. An attempt was made to cross the annulus, but was unable advance. The device was pulled back and a second attempt was made to cross the annulus. The patient suddenly became hypotensive. Cardiopulmonary resuscitation (CPR) was initiated and the implant was abandoned. The patient expired due to a presumed annular rupture.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.